Manufacturer narrative:
A risk review was completed and confirmed that the event of shock impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation summary: with all the available information, boston scientific concludes the allegations in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this product has not been returned back to boston scientific, and as a result, laboratory analysis could not be conducted. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: high out of range shock impedance measurements are a known inherent risk of the use of this product, and this is documented in the labeling.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a high out of range shock impedance measurement of greater than 125 ohms. Oversensing of noise was also observed on the shock channel. The system was tested with a synchronous 21 joule shock which was delivered successfully. No out of range measurements were observed during the test shock and no changes were made to the system. The ICD remains in service and there were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a high out of range shock impedance measurement of greater than 125 ohms. Oversensing of noise was also observed on the shock channel. The system was tested with a synchronous 21 joule shock which was delivered successfully. No out of range measurements were observed during the test shock and no changes were made to the system. The ICD remains in service and there were no additional adverse patient effects reported.

Manufacturer narrative:
Please note: this correct MDR report is being submitted to include updated initial reporter information. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a high out of range shock impedance measurement of greater than 125 ohms. Oversensing of noise was also observed on the shock channel. The system was tested with a synchronous 21 joule shock which was delivered successfully. No out of range measurements were observed during the test shock and no changes were made to the system. The ICD remains in service and there were no additional adverse patient effects reported.